Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Functional testing was performed and a leak was found at the cuff area. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed. The affected lot was manufactured in august 2015 and event date was on (B)(6) 2020. The expiry date for this product as per mentioned on label was 28 jul 2020.

Event description:
Customer complaint reported as: "at the time of the intubation, after insertion of the tube, the attempt to inflate the cuff failed, as the cuff didn't kept the pression in the trachea. The cuff had been tested for leak prior to use. 3 tubes used, 3 failures. The tubes have been removed and a 4th tube of another lot number was finally successfully used. Clinical consequences: delay in patient's care during a sensitive procedure." It was reported that the patient had a procedure on the esophagus. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "at the time of the intubation, after insertion of the tube, the attempt to inflate the cuff failed, as the cuff didn't kept the pression in the trachea. The cuff had been tested for leak prior to use. 3 tubes used, 3 failures. The tubes have been removed and a 4th tube of another lot number was finally succesully used. Clinical consequences: delay in patient's care during a sensitive procedure." It was reported that the patient had a procedure on the esophagus. The patient's condition was reported as "fine".